Event description:
It was reported that the user experienced low blood glucose while using the ilet and self-treated with rapid-acting carbohydrates, with no loss of consciousness or seizure. Symptoms included hypoglycemia. Outcomes included no hospitalization and self-resolution of the event. Investigation included attempts to obtain additional blood glucose information from the user. Investigation of this case revealed insufficient information to identify a device malfunction or use-related issue. It was concluded, based on previously established findings for similar reports, that the cause was unknown and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.